Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the device overheating.

Event description:
The core micro drill was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.